Event description:
Customer has be using the unit's scale to weigh patients under 50 pounds. This has resulted in inaccurate measurement as the unit's scale is not designed to weigh patients under 50 pounds, and will not give an accurate weight measurement under 50 pounds. The customer has been informed of the proper use of the scale. The customer has also claimed that they have been using the scale to assist in administering medication. The customer has also been informed that the scale is not intended to be used in determining medication dosage. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.